Event description:
The customer reported that the physicist observed the radiation field exceeds physical field in mag 1 and mag 2 modes. Also, there was a dark artifact in the left video monitor. These problems were noticed during physicist testing. No pts were involved.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.